Event description:
It was reported that the ilet pump generated repeated alert 38 motor stall and restart alarms following a prior event, which coincided with failure to infuse insulin and sustained hyperglycemia; the user performed a dry run without alerts and then changed supplies, after which alerts ceased, and the current therapy involves subcutaneous insulin using the ilet system. Symptoms included hyperglycemia with blood glucose readings in the 300¿400 mg/dl range, as well as dizziness and sleepiness/drowsiness. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a failure to infuse associated with the motor component of the device. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.